Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unusual issue as he "always received the apply sample message when switching on the meter by pressing ok button." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.